Event description:
It was reported that the pacemaker exhibited premature battery depletion. Further information was requested however, was not provided.

Event description:
New information noted that the pacemaker was explanted and replace on (B)(6) 2024. Further information was requested however, was not provided.